Event description:
Female pt was born in (B)(6) and experienced congenital insensitivity to pain until age (B)(6). Pt experienced previous left tibia fracture (date unknown) complicated by infection and subsequent shortening of the left leg. Pt first presented in (B)(6) 2007 with back pain for 18 months and right foot drop. Investigation showed l4-l5 charcot type joint. CT/MRI (date unknown) showed destruction of l5 body; l4 subluxed into previous l5 body; sagittal and coronal alignment was ok; and significant foraminal stenosis at l5. In (B)(6) 2007, pt underwent anterior and posterior stabilization and decompression (l3-s1 posterior pedical screws + l5-s1 cage). In (B)(6) 2009, pt was returned to the operating room for removal of posterior hardware due to infection. The cage was left in place. In (B)(6) 2009, pt complained of mid-lumbar pain and x-rays taken showed kyphotic deformity at l2-l3 (anterior segmental collapse). Pt underwent a lumbar osteotomy at l2-l3 with posterior re-instrumentation in (B)(6) 2009. Pt again presented with significant pain in the back with weak leg in (B)(6) 2011. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.